Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. In addition to no device being returned, device history records could not be reviewed because there was no lot number or traceable identification provided. Due to no device being returned and no lot number or traceable identification provided, the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Screw was being inserted per normal operations and the head snapped off. Screw shaft was left in place, per surgeon discretion, and the head of the screw was discarded. No secondary surgery is scheduled for screw shaft removal.